Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported antibiotics were prescribed to the patient.

Manufacturer narrative:
Continuation of d10: product ID b3300542 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6) 2024 product type lead product ID b32000 lot# 082m19323a implanted: (B)(6)2024 explanted: (B)(6) 2024 product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 26-oct-2025, UDI#: (B)(4); product ID: b32000, serial/lot #: (B)(6), ubd: 12-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the healthcare professional that the scalp incisions were not healing properly. The doctor cleaned and explanted the lead and burr hole device. A tooth abscess may have contributed to the issue. No additional diagnostics or troubleshooting were performed. The issue was resolved at the time of this report. The healthcare professional has no further information on this event.